Event description:
In 2003, the patient presented himself with claudication complaints. A duplex ultrasound revealed an occlusion of the whole sfa, included the sirocco stented area. The patient is a male. The target lesion was the left superficial femoral artery (sfa). The index procedure was performed in 2002. Medical history includes smoking and peripheral vascular disease (femoral artery). Aspirin was given 24 hours prior to the procedure. Heparin was given in the beginning of the procedure. The physician used a contralateral approach to access the lesion. The vessel was straight at the lesion site. The lesion was described as de novo, calcified, eccentric, occluded. Lesion length : 140.00 mm. Lesion pre-dilated (8 atm) percentage stenosis after pre dilation = 60%. No dissection. One smart stent was implanted in the lesion. Post-dilation (7 atm). Percentage stenosis after stent placement = 0%. No dissection was reported. In 2003, after the 9 month fu visit, the investigator performed a laser ablation followed by pta of the occlusion and placement of a stent proximal of the sirocco stented area. In 2004 (exact date unknown), the patient suffered an occlusion of the right superficial femoral artery. Treatment was ongoing. The patient expired from lung cancer approximately 2 years following the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents two cordis products with the same catalog and lot numbers. This product is distributed outside the united states, but is similar to us distributed stent delivery systems.